Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the customer. Operative notes and/or medical records were not provided for review of usage/ technique. A review of complaint history determined that no further action is required as no trends were identified. A definitive root cause was unable to be determined; however, it may be due to patient factors/etiology, component positioning, arthrofibrosis, infection and/or implant selection. This cannot be confirmed because the devices were not available for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that this patient underwent a knee revision procedure, approximately 5 years 1 month post the initial procedure. The patient presented to the surgeon with a stiff knee. The poly and femur were replaced due to the stiffness. The replacement femur component was a competitor¿s device. There were no surgical delays or device breakages during the procedure. The patient had a successful revision case. The revision case turned out well. No device returns available. The rep does not have the device but sent pictures. X-ray images were also provided. No patient information or history was known. No further information.